Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for physical evaluation and the complaint was not confirmed. The cycler was visually examined and no defects were found. There were no indications of dried fluid within the cassette compartment. There are no burrs or sharps inside the cassette door that may have punctured a cassette membrane. Simulated testing was performed and passed all tests. The delivered fill volumes were within the tolerance for this device. There were no fluid leaks in the test cassette during the treatment test. Other component tests were performed and passed as expected. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient contact reported the patient was having slow drains and it was taking the patient longer than usual to drain for about one week. Review of the patient's treatment data revealed the patient experienced an episode of increased intraperitoneal volume (iipv). The patient remained asymptomatic. Drain 0: 2ml fill 1: 1196ml drain 1: 2535ml fill 2: 1196ml drain 2: 1940ml fill 3: 1196ml drain 3: 1267ml fill 4: 1196ml drain 4: 1272ml fill 5: 1196ml drain 5: 213ml. The reported drain volume of 2535ml was 211% over the expected drain volume which resulted in a reportable device malfunction. During follow-up with patient's nurse she stated the patient completed continuous ambulatory peritoneal dialysis (capd) treatments when the issues occurred. The patient's nurse stated there was no injury to the patient following the reported event.